Event description:
Rn reports when drawing labs from arterial line, tubing separated at a sealed junction (not at luer connector). This section of the tubing is minimally manipulated during lab draws. Staff has verbally reported to ICU materials contact that this type of tubing has separated previously (3-4 times) in the past 2+/- months. Rn reports all occurrences have been witnessed. Staff feel there is risk of patient exsanguination if tubing separation was not witnessed.